Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.034¿ from the base. The broken piece was not returned. The common cause of this failure is typically attributed to mishandling/misuse. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. A review of the procedure log with the information provided resulted in no additional information. In addition, the device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. An image of the harmonic ace insert related to this event was received. A review of the submitted image confirmed that the harmonic ace insert blade was missing/detached. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert blade. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered that the harmonic ace insert blade was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following. Additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. There is no video recording of the procedure, but an image of the instrument damage was provided.

Event description:
Refer to h10/h11 for follow-up information.